Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp responded that it was unknown what most likely caused the equipment error. When asked what steps were taken to resolve the issue they replied that the device and leads were removed on (B)(6) 2023. When asked what is the status of this ins they responded that per operating procedure report (B)(6) 2023, the device was packaged for return to the manufacturer.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were getting their ins removed. Caller said that they have not had a good experience and that ins had been "worthless" and a "waste of my time and waste of surgery". They expressed dissatisfaction with the manufacturer representatives. Caller stated they were "not impressed". Caller also said that they had been "worse" since the implant. Caller said that the trial went well, but when they got ins put in they had "no results" and it was "only worse" since implant. Caller said they were getting ins removed on the 30th and that it was currently "extremely uncomfortable" as they are not a "big person" and it is "digging" into their skin. Caller asked about what to do with external devices after ins is removed. Patient services reviewed disposal/donation options. An email was sent to patient relations. On (B)(6) 2023, the patient (pt) called back and stated they were scheduled for removal tomorrow ((B)(6) 2023). Patient said they want the equipment looked at because they want to determine if it is doctor error or equipment error. Patient services reviewed doctor can send back the explanted equipment for analysis and they can work with the doctor about the results once analysis is complete. During the call, patient had said: "the whole situation has been irritating, it's been a month and a half of pain and they are really irritated, because it took more than a month" in reference to it taking a month to schedule the surgery". Patient services did not ask them to clarify this statement due to the nature of the call. Patient services checked to see if patient could speak with patient relations, however patient relations was not available. Patient services asked patient  if they still wanted a call back and they confirmed they did. Patient services offered and emailed patient relations again. Caller called back from registered number requesting to speak with patient relations regarding their explanted device today. Patient services warm transferred to patient relations representative.